Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is bilaterally implanted; in situ measurements indicated affected channels for the left side. No accident, trauma or changes in health were reported. The patient is a young child and cannot reliably give feedback as to hearing performance with the device. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements indicated affected channels. No accident or trauma reported.